Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a transobturator (tot) sling placement procedure performed on (B)(6) 2013 for treatment of stress urinary incontinence (sui). According to the complainant, during the procedure, when the physician put the handle into the association loop, the blue dilator detached from the sleeve. This event occurred outside the patient. The procedure was completed with another obtryx halo transobturator sling system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of the returned complaint sample shows the dilator separated from the sleeve. The dilator/sleeve bond is still intact and the separation is clean indicating the sleeve was cut. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a transobturator (tot) sling placement procedure performed on(B)(6) 2013 for treatment of stress urinary incontinence (sui). According to the complainant, during the procedure, when the physician put the handle into the association loop, the blue dilator detached from the sleeve. This event occurred outside the patient. The procedure was completed with another obtryx halo transobturator sling system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.